Event description:
It was reported that a patient who received a spaceoar placement experienced a rectal wall infiltration. Review of the images revealed that the gel in the anterior rectal wall and appears to be close to the mucosa, but it is not in the lumen. In the physician's assessment, around 50-60 percent of the hydrogel is under the rectal wall, and the rest is in the correct location.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 08/06/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique.